Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and an endoscopic needle holder was used. Prior to using in surgery the device did not release. Another like device was used with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Conclusion: the actual used device was visually and functionally evaluated. During the release test sometimes the release button jammed which seemed to be based on a tightly moving upper part of the handle. The cause for this could not verified. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.